Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during an interventional endovascular procedure, the physician was not able to deploy the stent of the 120 smart sht shaft 6 x 120 as he was not able to withdraw the shaft. There was no reported patient injury. The product will be returned for inspection. Another (unknown) stent was used to complete the procedure successfully. Additional information received indicated that the approach for the procedure was femoral. The product stored was properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. The product return was received and the preliminary comments indicated that the device was received with the stent deployed two (2) cm. The target lesion for the procedure was requested but the information was no provided. The target lesion characteristic information provided was: occlusion. No patient information was provided due to data protection. The approach for the procedure was femoral. The product was stored properly per the instructions for use (IFU). The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. There was no pre-mature or partial stent deployment noted during the procedure. There was pre-mature or partial stent deployment noted after removal of the product from the patient. There was no other product issue noted at the account after removal of the product from the patient or prior to shipping the product for analysis. There was no reported difficulty advancing the product to the target lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructs the user to hold the handle of the smart control sds flat and straight outside the patient and this was done. No additional information is available.

Manufacturer narrative:
The report received indicated that during an interventional endovascular procedure, the physician was not able to deploy the stent of the 120 smart sht shaft 6 x 120 as he was not able to withdraw the shaft. There was no reported patient injury. The product will be returned for inspection. Another (unknown) stent was used to complete the procedure successfully. Additional information received indicated that the approach for the procedure was femoral. The target lesion for the procedure was requested but the information was no provided. The target lesion characteristic information provided was: occlusion. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. There was no pre-mature or partial stent deployment noted during the procedure. There was pre-mature or partial stent deployment noted after removal of the product from the patient. There was no other product issue noted after removal of the product from the patient or prior to shipping the product for analysis. There was no reported difficulty advancing the product to the target lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. One non-sterile smart 120 6x120mm catheter was received coiled inside a plastic bag. The valve was received open. Per visual analysis the unit was received partially deployed (2.0 cm) from the distal end. A flushing test was performed; a syringe with water was attached to the flushing valve applying positive pressure until water begins to drip from the distal catheter end, however during the flushing test the water did not drip from the distal catheter end. A deployment process was performed without difficulty. The unit was successfully deployed and residuals of blood was observed. A device history record (DHR) review of lot 17671404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system-deployment difficulty - unable¿ was not confirmed due as the functional test was performed without difficulty. The unit was successfully deployed and residuals of blood was observed on the unit. This condition could be the cause of the failure of the flush test. Upon receipt of the device, a partial deployment of the stent was noted. Per the voice of the customer, there was no pre-mature or partial stent deployment noted during the procedure. There was pre-mature or partial stent deployment noted after removal of the product from the patient. The timing of the premature deployment is unknown. Procedural, handling or shipping factors may have contributed to this event. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the instructions for use (IFU) were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment jumping while the locking pin is still in. For the reported ¿deployment difficulty¿, vessel characteristics of calcification may have contributed to the reported event. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, ¿if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.¿ neither the DHR nor the analysis of the returned device suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.